Event description:
The customer stated that the battery capacity brought the battery to only 65%.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.